Event description:
During a procedure on (B)(6) 2013, the proximal screw that was inserted into a proximal femur plate backed out of the patient. The second most proximal screw had its tip extending into the joint. The surgeon modified it with a 130 degree blade plate. The original hardware was removed. This report is for 2 unknown proximal screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown proximal screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.